Event description:
It was reported the patient has experienced a "shocking sensation" over the pump location. Reporter states that a shocking sensation over the pump "while sitting in the driver's seat of her 2012 chrysler town and country with heated seats." The shocking occurred in a certain position when the pump is against the seat and it did not matter whether the heated seat was on or off. It had occurred periodically over the last 4 months previous to (B)(6) 2012. The same response could not be repeated when positioned in a different environment (i.e. Passenger seat or other vehicle with heated seat). The sensation was only over medication pump and did not happen over the patient's implantable neuro stimulator (ins). Reporter also stated that patient had lost about 70 pounds since the implant. The healthcare provider was notified and "had never heard of this before" and had instructed the patient to place something between the pump and the seat. Reporter stated there were no other issues with the pump as far as operation was concerned. The patient had a catheter dye study on (B)(6) 2012 unrelated to the shocking issue. The patient was on a wave-runner and the healthcare provider thought something happened to the catheter. The medications in the pump were fentanyl and bupivacaine. Additional information has been requested, however, was not yet available at the date of this report.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Concomitant medical products: product ID 8835, serial# (B)(4). Product type: programmer, patient: product ID 8711, serial# (B)(4), implanted: (B)(6) 2010. Product type: catheter: product ID 8596sc, serial# (B)(4), implanted: (B)(6) 2010. Product type: catheter. (B)(4).